Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy, the top slide of the device allegedly failed to prime. When it did prime, the top slide allegedly self-activated while priming the bottom slide, or both slides self-activated once fully primed. It was further reported that the procedure was performed with another device. There was no patient contact.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy, the top slide of the device allegedly failed to prime. When it did prime, the top slide allegedly self-activated while priming the bottom slide, or both slides self-activated once fully primed. It was further reported that the procedure was performed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, the left bumper was noted to be missing, the right bumper was noted to be bent and overlapped by the spring and the cannula tangs were unable to fully lock into the primed position. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for the reported failure to prime. The investigation is inconclusive for the reported self-activation as further functional evaluation could not be completed due to the failure to prime. The identified bumper issues likely contributed to the incomplete cannula tang engagement and the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).